Event description:
It was reported that the customer is insulin dependant and is six weeks pregnant. The nurse stated that the customer was hospitalized with low blood glucose of 56mg/dl. However, the night before her glucose level was 237, and in the morning was 42mg/dl. The nurse mentioned that the customer was having highs since she has been admitted. The caller stated that the customer will be off the insulin pump until someone comes up to put her back on the device. Troubleshooting was performed, and no damage to the drive support cap noted. Further testing could not be performed as customer was sick and giving her medication for the nausea. A day later, the customer called requesting assistance with setting the basal rates on her insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.